Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence from urethral atrophy the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The cuff was explanted and a new 4.0 cm cuff was implanted.